Manufacturer narrative:
Batch review performed on 05 february 2019. Lot 176356: (B)(4) items manufactured and released on 28 february 2018. Expiration date:2023-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact dm double mobility hc liner ø 48/28 reference 01.26.2848mhc (k092265). Lot 180667: (B)(4) items manufactured and released on 28 february 2018. Expiration date: 02-18-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 4 months after primary, the cause of pain is unknown. The surgeon felt that by changing the offset or leg length he could improve the patient pain. The surgeon revised the head and liner and the surgery was completed successfully.